Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospital on (B)(6) 2018, with a diagnosis of probable pump thrombosis. Patient received 9 days of integrilin which was stopped on (B)(6) 2018. Patient left against medical advice (ama) on (B)(6) 2018.

Manufacturer narrative:
Section d4, h4: correction. Manufacturer¿s investigation conclusion. The report of probable pump thrombosis could not be confirmed through this evaluation. The patient remained ongoing on (B)(6) at the time of the event. The pump was ultimately turned off manually due to heart recovery on (B)(6) 2020. The device was not explanted and is not available for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.